Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, at re-construction of ileum and colon, for the firing to blind end of esophagus, they connected the cartridge to device however could not close the jaws. Replaced by new device, and the procedure was completed. After that ,the sales rep return the device to the neutral position forcibly and the device reacted with no problem. There was no patient injury.